Event description:
Amalgam filling put in 4 teeth by dental surgeon, resulting in bells palsy, balance problems, severe headaches, numbness in arms and feet, nerve pains allover the body, night vision loss, fatigue, night sweats. Dose or amount: 4 fillings, route: dental. Dates of use: (B) (6) 1986 - (B) (6) 2004. Diagnosis or reason for use: dental cavities. Event abated after use: yes.